Manufacturer narrative:
Though requested, the product has not been returned and no additional information has been received. The device history record has been evaluated and no nonconformances or anomalies were identified that may be related to this event. The investigation is ongoing.

Event description:
It was reported that after implantation of the intraocular lens (iol) into the eye, a hole in the posterior wall was observed. The iol was removed intraoperatively, with no requirement of incision enlargement or sutures. A posterior vitrectomy was performed. A back-up lens of the same model and different diopter was successfully implanted.

Manufacturer narrative:
One opened lens box was returned missing the carrier and dfu. The lens was loose in the opened peel pouch. Particulates, saline, dendrites, and dried solutions were visible on the optic. Visual inspection found one haptic and a piece of the optic torn off and missing. The other haptic was bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. No similar events have been reported for this product lot to date. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause.  No corrective action is necessary at this time.

Event description:
This report is regarding the patient¿s right eye. Though requested, no additional information has been provided.